Event description:
Customer called to report that no foam was leaking at the y-fitting of the unicel dxc 800 synchron system. The field service engineer (fse) inspected the instrument and found that the no foam was leaking due to a cracked y-fitting from the canister to the valve. The fse replaced the y-fitting, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).